Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received an alarm on her insulin pump. Her blood glucose was 234 mg/dl. During troubleshooting, the customer was advised to disconnect and remove the reservoir from the insulin pump. She was then advised to perform the rewind process again and program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer stated a temporary basal rate was not programmed before the alarm occurred. The customer reportedly ran a self-test on the insulin pump and the alarm recurred. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.